Event description:
Customer reportedly results of 335 mg/dl and 121 mg/dl within 10 mins on the compact system. No high blood symptoms reported. No action taken based on device results. No adverse event reported. The customer did not provide the location where the discrepant results were obtained. No quality controls were used. Requested return of suspect device and replacement was sent.